Manufacturer narrative:
We checked the returned unit and confirmed that the light emitting diode (led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode (led). In addition, we confirmed that the r/l lock knob improper adjustment, the u/d lock lever improper adjustment, the r/l lock knob hard to move, the u/d lock lever hard to move, and the cmos-m with drive pcb distorted image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Light emitting diode(led) failure.